Manufacturer narrative:
Customer states that they isolated the intellidrive handles and found the alleged problem to be with the right side handle. Customer said they installed the new right side push handle assembly and the bed is working fine.

Event description:
Customer said that the intellidrive runs in reverse when they activate the intellidrive push handles.